Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger was unable to recognize or charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the failure was the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted form the corrupted component.